Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx596t) was implanted during a procedure performed in 2019. According to the complainant, the shunt system was believed to be operated in underdrainage and adjustment was difficult. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, (B)(6) months. Height: (B)(6). Centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: visual inspection showed the following: particles in the delivery liquid; strong protein deposits on shuntassistant 2.0; third-party product - bacteseal catheter used. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. During this test some visible deposits were flushed out. The progav 2.0 showed an accelerated outflow. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. The test showed some particles in the delivery liquid, strong protein deposits on the shuntassistant 2.0 and a third- party product was used. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 was out of tolerance, but all other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we are detected an accelerated outflow of the progav 2.0. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.